Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system cannot be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2020. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Heartmate 3 left ventricular assist system was not explanted for evaluation and will not be returned. No further information was able to be provided by the account. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death was not provided. The device was not explanted. Privacy laws prohibit the customer from providing information regarding the case.